Manufacturer narrative:
The lens has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reports that a pt implanted with an akreos mi60g lens on (B)(6) 2011 presented with a thick fibrin membrane over the lens approx two weeks after implantation. The lens was explanted on (B)(6) 2011 and successfully replaced with another lens. The pt's preoperative bcva was 6/60. On (B)(6) 2011, the pt's bcva was 6/60. The pt's current prognosis is good.